Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the right atrial lead exhibited sensing and capture anomaly. The lead was attempted to be repositioned several times but exhibited same issues. The lead was not used and replaced. The patient was in stable condition.